Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with recurrent chest pain. Vascular access was obtained via the radial artery. The 90% stenosed, 24x3.0 mm, concentric and the de novo target lesion was located in the non-tortuous and non-calcified diagonal left anterior descending artery. Pre-dilation was performed with a 2.0x20 mm emerge balloon catheter and was inflated up to 12 atmospheres leaving 70% residual stenosis in the lesion. A 3.00x24 mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. During examination, it was noted that the stent struts were distorted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element ous, mr, 3.0x24mm, stent delivery system was returned for analysis. A visual examination of the crimped identified struts on the distal end were pulled in a distal direction. The second strut on the proximal end was also lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with recurrent chest pain. Vascular access was obtained via the radial artery. The 90% stenosed, 24x3.0mm, concentric and the de novo target lesion was located in the non-tortuous and non-calcified diagonal left anterior descending artery. Pre-dilation was performed with a 2.0x20mm emerge balloon catheter and was inflated up to 12 atmospheres leaving 70% residual stenosis in the lesion. A 3.00x24mm promus element drug eluting stent was advanced but failed to cross the lesion. During examination, it was noted that the stent struts were distorted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.